Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 20-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that on (B)(6) 2026, their glucose was elevated and would not come down despite bolusing via the twiist pump so they decided to go to the hospital. The user was admitted with a glucose value over 700 mg/dl and was treated with long-acting insulin injections and fluids. The user was discharged on (B)(6) 2026 in stable condition and on manual daily injections (mdi). The user stated they would follow-up with their health care provider to discuss therapy settings. The user remains ongoing on their twiist pump.